Event description:
When the physician opened the lead he noticed that the distal tip of the lead at the level of electrode #0 was slightly bent. A difference lead was used and the patient was okay.

Manufacturer narrative:
(B)(4). Final device analysis revealed a reliability non-conformance. The distal tip of the lead was bent. Continuity acceptable, there were no shorts.